Manufacturer narrative:
The preliminary analysis; thread of the clamping lever is damaged. The defective part was returned to trumpf for further engineering analysis. If new relevant information becomes available following the evaluation of the clamping lever, a follow up report will be submitted.

Event description:
During a shoulder surgery the device became loose and did not support the patient's head anymore. The staff was able to prevent the patient's head from falling down from the head section.

Manufacturer narrative:
The returned device was investigated by trumpf medical. It was determined that the thread was damaged by an excessive stress. Additional visible stress marks were present on other parts that indicate the component was assembled incorrectly by the end user.